Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the monitor cable connector being damaged was confirmed via evaluation of the returned power module (serial number: ppm-23047). The returned unit was inspected at service depot and the monitor cable connector was observed to be damaged and dislodged from its intended position. It was noted that the damaged part was replaced, and that the unit was then functionally tested without any issues. The unit was then returned to the customer. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: damage on housing and ac inlet, cuts on rubber feet, and external section of the streamline battery cable was missing. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2016 via customer order. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that monitor cable connection on power module was damaged. Repair was needed.